Event description:
It was reported that the patient underwent an anterior pelvic organ prolapse repair procedure on (B) (6) 2009. Concomitant procedures include a mid-urethral sling and an "e/o labial skin tag". The balloon was removed on (B) (6) 2009. Post-operatively on (B) (6) 2009, the patient presented with a small right side vaginal nodule. The nodule was explanted on (B) (6) 2009. The pathology results indicated benign epithelial polyp. The event is resolved.

Manufacturer narrative:
(B) (4). (B) (4) - vaginal polyp. Evaluation: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.